Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/08/2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for low blood glucose (bg) of 38mg/dl with severe dizziness, confusion, and unsteadiness when standing/walking. The patient reportedly remained on the pump and was treated with intravenous fluids and food/drink. The patient¿s healthcare provider had reportedly made basal rate changes. During troubleshooting, it was noted that the basal delivery totals in the total daily dose history didn¿t match, however the issue was determined to be due to normal pump use as the pump¿s suspend feature had been used and the prime menu had been accessed. All other settings and histories were found to be correct. Troubleshooting indicated that the patient had been miscounting carbohydrates and had incorrectly programmed the bolus type. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention associated with use error of the pump, as a bolus type had been incorrectly programmed.